Event description:
During instruction on deployment of the stent by schneider salesman, I was told that the stent would stay in constant relationship to the marker bead that was farthest from the tip of the catheter but that the stent may pull back frm the marker bead at the tip of the catheter. I was told to maintain the stent at a position farther towards the tip[ of the catheter than may be needed in order to withdraw it if needed, whereas it could not be pushed forward. The marker bead farthest from the tip was maintained in an optimal postion during deployment of the stent, but when the stent was deployed it was found to be beyond the area of interest in the distal common bile duct. It is not causing a problem in this areadevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.